Manufacturer narrative:
The getinge service territory manager (stm) that encountered the issue removed the screw head so that the console cover and screw could be removed. The cardiosave console cover screw kit (0040-00-0458-01) was replaced. The stm completed all safety, functionality, and calibration checks which passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) screw that holds the cover on would not rotate out. It would only spin in place. There was no patient involvement and no adverse event reported.